Event description:
It was reported that the patient's right ventricular lead had elevated impedance. The lead was explanted and replaced. The patient was stable post procedure.

Manufacturer narrative:
The reported event of high pacing lead impedance could not be confirmed. As received, a partial lead was returned in two pieces. Electrical testing did not find any indication of conductor fractures or internal shorts. Visual inspection and x-ray examination of the lead did not find any anomalies except for the damages found consistent with procedural damage. The lead impedance test could not be performed due to the lead was returned incomplete and separated in two pieces consistent with procedural damage.